Manufacturer narrative:
(B)(4). Pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. No battery cap received with pump. Unable to verify battery cap stuck in reservoir noted.

Event description:
The customer was reported via phone call that, the battery cap is stuck in reservoir compartment. The blood glucose was 191 m/dl at the time of the incident. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.